Event description:
Customer called to report he was having trouble with rewinding the insulin pump. Blood glucose reading was 450 mg/dl. The customer had treated with manual injection and was able to rewind the insulin pump. No delivery, threshold suspend and low reservoir alarms were found in the history file. Advised to monitor and to call back if issues recur. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).